Event description:
It was reported that the health care professional (hcp) requested assistance with programming this system into magnetic resonance imaging (MRI) protection mode. The right ventricular (rv) lead was noted to be programmed unipolar, and pacing impedance measurements were greater than 3000 ohms with loss of pacing. Technical services (ts) reviewed the device data and identified an automatic lead safety switch (lss) following a sudden impedance spike, raising concern for possible lead fracture. Ts recommended not to program the device into MRI protection mode. No adverse patient effects were reported. This rv lead remains in service.